Event description:
Surveillance study: same case as MFR report #: 2134265-2009-02612. It was reported that following a percutaneous coronary intervention (pci) stenting treatment procedure, the patient presented with angina and in stent restenosis. The index procedure treated two vessels. The first, a type b2, 99% stenosed 2.5x20mm lesion located in the ostium of the proximal left anterior descending (lad) artery. Treatment consisted of pre dilation with an unspecified 2.0x15mm balloon inflated to 8 atmosphere's (atm's) and the placement of a 3.5x20mm taxus express2 stent. Post dilation was performed with the stent delivery balloon at 16 atm's. The 2nd vessel was a de novo, type b1, 90% stenosed 2.5x10mm lesion located in the mid portion of the distal lad. Treatment placed a 2.5x12mm taxus express2 stent deployed at 16 atm's. Post dilation was performed with the stent delivery balloon at 18 atm's. Ivus was performed on both lesions confirming that the stents were well apposed resulting in 0% residual stenosis and timi 2 flow. 7000u of heparin was administered. The patient was discharged two days later on bayaspirin and panaldine. At 141 days following the index procedure, the patient presented with unstable angina and a 99% stenosed 2.5x5mm restenosis of the distal lad. Treatment used an angio sculpt device resulting in 0% residual stenosis and timi 3 flow. 7000u of heparin was administered. Unstable angina was confirmed at the 6 month follow up visit. Per the physician, the event relation to the study device was listed as "possibly".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications at this event is a known physiological effect of the procedure and is noted with the dfu.

Event description:
It was further reported that the index target lesion located in the proximal lad artery was an in-stent restenotic lesion. In (B) (6) 2009 unstable angina was confirmed. In (B) (6) 2009, treatment utilized poba in the 75% restenosed, 3.0x10mm lesion located in the proximal left anterior descending artery resulting in 0% residual stenosis. Timi 3 flow was maintained throughout the procedure. Per the physician, the event was "definitely related" to the study stent. Corrected information: the index target lesion located in the proximal lad was reported to be 2.5mm in diameter, the correct diameter is 3.5mm.

Manufacturer narrative:
(B) (4).